Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. The customer's blood glucose level wa unknown mg/dl. The customer stated that insulin squirt out during manual prime and no numbers appeared on screen, no beeps heard. The customer was asked verbally and in written form to return broken insulin pump for analysis. The customer was advised that were sending replacement of the insulin pump.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and dog chew marks around the casing.